Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the keypad was intact without damage. On investigation, the display was noted to be faded and discolored. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked from the top to the case seal along the left side to the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.